Manufacturer narrative:
The additional supera device is filed under a separate medwatch report number. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported the procedure was to treat a lesion extending from the superficial femoral artery (sfa) into the popliteal artery. A 5.0x120mm supera stent was implanted in the sfa and a 4.0x120mm supera stent was implanted in the popliteal artery. An occlusion occurred due to the overlap between the two implanted supera stents. Re-intervention was performed, and the patient is doing well. No additional information was provided.